Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications. The insulin pump was received with corroded battery tube. The device was monitored and there were no blank display anomalies or cosmetic damage.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 295 mg/dl. Troubleshooting for blank display was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.